Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced skin irritation while wearing the universal electrode-patch. The patient's skin irritation consisted of welts, itching, and hives. The patient did seek medical treatment to address the skin irritation and was prescribed a topical steroid. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and is disposed after use; therefore, it is not likely to be returned. The patient does not have a sensitivity or allergy to a metal or adhesive. Any skin irritation is probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attribute to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025 that the patient experienced skin irritation while wearing the universal electrode-patch. The patient's skin irritation consisted of welts, itching, and hives. The patient did seek medical treatment to address the skin irritation and was prescribed a topical steroid. The patient did not follow skin preparation procedures by using a scrub pad and not cleansing the area the patch was applied. The patient does not have a sensitivity or allergy to a metal or adhesive.the patient decided to take a break in service. The skin preparations were discussed and reviewed, and the flex adaptor was ordered.